Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. A angiojet solent omni was selected for a thrombectomy procedure. During priming of the device outside the patient, a break in the middle of the catheter shaft and a kink occurred. The device was leaking from the heparin saline bag. No error message displayed. The procedure was completed with another of the same device. There were no patient complications. The patient was fine after the event.